Event description:
One of pt's mentor implants, placed after an auto accident for reconstruction, has ruptured and is leaking. Pt is having major problems with their insurance co allowing replacement implants. One side is soft and pliable like a normal breast; the other -right- is hard and higher and very painful at times. Insurance is supposed to cover the removal of the implant that has ruptured, but is fighting pt all the way in both aspects: the removal of the ruptured implant, and the replacement of both for symmetry and emotional comfort.